Event description:
Boston scientific received info that during the pacemaker surgery, the introducer was used to gain access to the subclavian vein. As the needle was advanced it broke. No adverse pt effects were reported.

Manufacturer narrative:
Device was not returned for analysis and the lot number is unk. The mfg records for a similar incident was reviewed. No anomalies were found. No conclusions can be drawn. Greatbatch medical has quality controls in place to ensure all devices meet spec prior to leaving greatbatch medical.